Event description:
The customer reported the ventilator went vent inop due to an oxygen motor error. The customer reported the device was not in use on a patient therefore was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic log noted a vent inop occurrence due to an oxygen motor error. The service technician replaced the air and oxygen motor controller pcb boards and air valve to address the finding. Performance verification testing was completed and tests passed to operating specifications.